Event description:
During coil embolization within a 2.4 2mm aneurysm, resistance was felt during withdrawal of the first dcs coil into the microcatheter (mc). During attempt to withdraw the dcs orbit coil from the mc, the coil detached. The mc and coil were removed as one unit from the patient's vessel. Another mc was used to complete the procedure successfully. There was no report of patient injury.